Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of the following, and corresponding fields have been updated on this form: - date of adverse event was (B)(6) 2021. - catalog number for the right side is 3501685, and lot number 207620 - brand name is "mentor smooth round moderate profile" - unique identifier( UDI) is "(B)(4). - PMA/ 510(k) is "p990075" a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 10, 2021, mentor became aware that date of surgery is (B)(6) 2021. Hence, field d6b has been updated on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent revision breast reconstruction surgery with a 525cc mentor smooth round moderate profile on the left side, and with an unknown size unknown saline implant on the right side. Patient underwent surgical intervention and had bilateral breast revision surgery. Now this patient experienced left side breast implant deflation, and right side capsular contracture; baker grade iii. As a result, the patient is scheduled for replacement surgery on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.